Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating physical damage on their insulin pump. The patient's blood glucose level was 287 mg/dl at the time of the call. The customer was being helped with troubleshooting the issue, but the line was disconnected. The customer did not return the product back for analysis.